Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. A full evaluation of the device could not be conducted as the patient remains in use. Sepsis and driveline infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. A correlation between the device and the reported infection could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that, on (B)(6) 2016, the patient was admitted with confusion and weakness. A blood culture confirmed the presence of staphylococcus aureus and a culture of the driveline resulted in an unspecified staphylococcus species. The infection was considered to be the cause of the patient's fevers, unsteady gait, and confusion. The patient intermittently exhibited systemic inflammatory response syndrome (sirs) during the admission. Patient was noted to be confused initially on (B)(6) 2016, but no further reports of confusion after that date. The patient was placed on antibiotic therapy which included cefazolin, daptomycin, zosyn, rifampin, and vancomycin. The sepsis had resolved per negative blood cultures on (B)(6) 2016. The patient was discharged home as of (B)(6) 2016. The sirs was resolved by discharge. The patient continued with outpatient IV cefazolin and oral rifampin after discharge, which was to continue through (B)(6) 2016. Reportedly, the driveline infection would be considered resolved once outpatient antibiotics are completed.